Event description:
It was reported that during implant, the left ventricular (lv) lead could not reach the target position. The lv lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. It was noted that the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).